Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative saw greater than 10,000 ohms on a contact pair when they tested for impedances. The representative didn't know which pair it was. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined, and no further actions were taken to resolve the issue. No further complications were reported or anticipated.